Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. The customer's blood glucose level ranged from 215-220 mg/dl. The customer continued to use the pump for insulin therapy.